Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the surgeon used five 1seals, four ms512's, one 512h and four 512sd's and all leaked co2 due to torn gaskets. All were replaced. The surgeon used an atw35 for a total of 30 firings. The surgeon used the sw100 and the instrument leaked c02 throughout the case and it was replaced. There was no consequence to the patient.